Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to calcified lesion. The procedure was completed with a different device. There was no patient complications reported. Patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 15mm was returned for analysis. A visual and tactile examination identified no issue or damages in the balloon profile and hypotube shaft. A microscopic examination in which a pinhole was identified above the distal makerband when attempting to inflate. No issues or damages were found on the shaft polymer extrusion and tip profile. A microscopic examination of the distal and proximal markerbands identified no damage. The device was attached to an encore inflation device. Attempts were made to inflate the balloon however a pinhole was noted above the distal markerband. The encore device verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to calcified lesion. The procedure was completed with a different device. There was no patient complications reported. Patient condition was stable.